Event description:
Caller had breast implants in (B)(6) 2017. She stated she began to have adverse reactions immediately. It took four months to recover but she continues to feel effects. Swelling, yellow discoloration, hyperpigmentation, healing impairment, dry and itchy skin, fatigue, tooth damage (forced to purchase mouth guard), suffered from multiple utis which sent her to the emergency room, abnormal blood test results, suffers from depression, vision impairment, hair loss, eyelash loss, irritated and tingling skin, allergies, sensitivity to high-pitched noises, panic attacks, night sweats, and lack of oxygen. After years of suffering and constant trips to various doctors, caller did not understand the source. Then caller watched a video on (B)(6) about adverse reactions due to breast implants and found she was suffering from similar ailments.